Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy for what appeared to be an amplitude change and double counting of the p wave and qrs. Since this s-ICD was recently implanted (the electrode is from a previous system), x-ray imaging was suggested to rule out a connection issue, possible device movement, postural changes, and such. Impedance is within range. It was also recommended to ask the patient if they lost weight. Besides the inappropriate shock therapy, no other adverse patient effects were reported. This s-ICD remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy for what appeared to be an amplitude change and double counting of the p wave and qrs. Since this s-ICD was recently implanted (the electrode is from a previous system), x-ray imaging was suggested to rule out a connection issue, possible device movement, postural changes, and such. Impedance is within range. It was also recommended to ask the patient if they lost weight. Besides the inappropriate shock therapy, no other adverse patient effects were reported. This s-ICD remains in service.